Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedance and loss of capture were observed on the rv lead. Lead was explanted and replaced. Patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.